Event description:
Boston scientific crm received information that during a device check, noise that appeared to be electro-magnetic interference (emi) was seen on the atrial channel of this pacemaker. Telemetry noise markers were observed. The field representative had experienced difficulty establishing telemetry with the device. Lead measurements were stable and within normal limits. There were no adverse patient effects reported with these clinical observations.

Event description:
Boston scientific crm received information that during a device check, noise that appeared to be electro-magnetic interference (emi) was seen on the atrial channel of this pacemaker. Telemetry noise markers were observed. The field representative had experienced difficulty establishing telemetry with the device. Lead measurements were stable and within normal limits. There were no adverse patient effects reported with these clinical observations.

Manufacturer narrative:
As of today, available information suggests this device remains in service without further complication. Should additional information be received, this event will be re-opened and updated.

Manufacturer narrative:
As of today, available information suggests this device remains in service without further complication. Should additional information be received, this event will be reopened and updated. Additional information was received that this device was explanted approximately three years later and replaced with an implantable cardioverter defibrillator (ICD). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.